Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular repair of a thoracic (arch) aortic aneurysm using the ribs (retrograde in-situ branched stent graft) technique combined with one debranching procedure (left common carotid artery¿left subclavian artery bypass). Two gore® tag® conformable thoracic stent graft with active control system (ctag-ac device) were used in the thoracic artery, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was used in the brachiocephalic artery, and a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device, 11mm) was used in the left subclavian artery. After deployment of the two ctag-ac devices and the vbx device, a non-gore 6 fr sheath was inserted via the left subclavian artery, and the vsx device was implanted in the left subclavian artery. Before the final angiography, the 6 fr sheath was removed, which resulted in vessel injury at the insertion site of the left subclavian artery. The injured site was repaired by anastomosis; however, stenosis occurred at the anastomotic site, likely due to vessel damage and repair-related flow disturbance. Because of low blood pressure in the left subclavian artery, an additional ribs procedure was performed in the left common carotid artery, and an additional vsx device (8mm) was implanted. On the same day after the procedure, the patient developed cerebral infarction, which reportedly resulted in neurological sequelae. The physician reportedly stated as follows: the cerebral infarction was caused by thrombus entering from left vertebral artery system.